Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) is moving freely under the skin with excess movement . The ICD remains in use. No patient complications have been reported as a result of this event.